Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp was successfully weaned and explanted but thrombus was noted during closure of impella access site. It was further reported that after impella insertion the patient had a slight bleeding from the groin site that was managed by manual pressure.

Manufacturer narrative:
The investigation into the thrombus and the access site bleeding ¿ minor has been completed since the initial report was submitted. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus and the minor the access site bleeding was not determined.